Event description:
It was reported that when removed from this patient following the completion of the treatment, the catheter ruptured at the 1 cm scale at the proximal end. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting a 4fr s/l groshong catheters. The first photograph depicted the catheter and the majority of the assembled connector. Use residues were observed throughout the sample. The catheter terminated proximal of the tungsten tip. The tungsten tip was not visible in the photograph. The distal tip of the catheter appeared irregular. The remaining two photographs both depicted a closeup comparison between the damaged catheter tip and the tip of an intact sample, which did include the distal tip. Although damage was evident in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument damage and tensile damage.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting a 4fr s/l groshong catheters. The first photograph depicted the catheter and the majority of the assembled connector. Use residues were observed throughout the sample. The catheter terminated proximal of the tungsten tip. The tungsten tip was not visible in the photograph. The distal tip of the catheter appeared irregular. The remaining two photographs both depicted a closeup comparison between the damaged catheter tip and the tip of an intact sample, which did include the distal tip. Although damage was evident in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument damage and tensile damage. A lot history review (lhr) of recw1024 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when removed from this patient following the completion of the treatment, the catheter ruptured at the 1 cm scale at the proximal end. No other information was provided.